Event description:
Additional information received indicated the helix was unable to be retracted during the repositioning procedure.

Event description:
During a follow-up, decreased sensing was observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed the rv lead had been dislodged. An rv lead repositioning procedure was attempted; however, the helix was unable to be manipulated. The rv lead was ultimately explanted and replaced to resolve the event. The patient was stable.